Event description:
A (B)(6) male patient underwent aaa repair on (B)(6)2010. The patient's anatomical form was suitable for endovascular repair. The procedure was performed as labeled. A final angiography revealed an ipsilateral (right) distal type I endoleak. In order to treat the distal type I endoleak, the physician reballooned the site, but the distal type I endoleak still remained. Next, the physician additionally placed another iliac leg graft at the site. After ballooning the site where the initial limb was placed additionally, it was confirmed that the distal type I endoleak was reduced (type ii endoleak was also confirmed at that time). The physician decided to take a wait-and-see approach. After placing the additional iliac leg, the distal type I endoleak was reduced. The physician decided to take a wait-and see approach.

Manufacturer narrative:
(B)(4) no information was provided regarding patient condition. Device code: leakage is addressed per the provided IFU. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. We are unable to comment on the patient's suitability for evar without imaging or additional information. It is unlikely that the patient's anatomy contributed to the event. The physician stated that the distal sealing zone was approximately 10mm, but may have been less. The IFU states that the distal fixation site should be greater than 10mm in length. The cook representative added that the distal sealing zone was tapered. These two factors may have contributed to the persistent type 1b. Physician took wait-and-see approach after reducing endoleak with placement of additional iliac leg graft. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.